Manufacturer narrative:
The device was returned to zoll medical australia; the customer's report was observed and the analog board was replaced. The device was recertified and returned to the customer. The analog board was returned to zoll medical united states; the customer's report was duplicated and attributed to a faulty inductor on the analog board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test for ECG function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI #: added justification for no UDI, this device was manufactured before UDI requirements.